Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was the supplied 40cc driveline tubing, the long and short arterial pressure tubing and the 60cc syringe. Upon return, the teflon sheath was noted on the iabc; dried blood was noted was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but distal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. Some blood was noted on the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "intra-aortic balloon could not be fully inflated during inflation" is confirmed. During the investigation the distal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue

Event description:
It was reported "after inserted, fluoroscopy using x-ray revealed that the intra-aortic balloon could not be fully inflated during inflation, and after withdrawal, the catheter was found to be broken and leaking. The catheter was replaced on fluoroscopy and inflated completely". The second catheter was inserted into the same insertion site. No paitient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "after inserted, fluoroscopy using x-ray revealed that the intra-aortic balloon could not be fully inflated during inflation, and after withdrawal, the catheter was found to be broken and leaking. The catheter was replaced on fluoroscopy and inflated completely". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".